Event description:
It was reported that during an anterior resection procedure, after firing, the staple line was quite good. But the cutting of the device was a failure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.